Event description:
It was reported that the device "rate cal failed during test." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor right side for caused rate cal failed. Replaced damaged bottom rear case, and corroded right,left iui. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the moog ail kit. A review of the device history record showed the device had a manufacture date of 12nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device "rate cal failed during test". There was no patient involvement.